Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to reline a previously implanted endologix graft used to treat an abdominal aortic aneurysm. The patient had extreme tortuosity and angulation throughout the abdominal aortic artery and iliac arteries anatomy. It was reported that after the gore® trunk-ipsilateral endoprosthesis was deployed and the delivery catheter was retracted through a dryseal sheath, the physician noticed the olive was not attached. After angiogram revealed the olive tip remained inside the patient on the guidewire (lunderquist® extra-stiff wire guide was being used). The physician snared the olive tip and removed it from the patient. The procedure concluded with no further sequela and no serious injury to the patient. The patient tolerated the procedure. Reportedly there was not excessive force used during the advancing or withdrawal of the delivery catheter, however, there was a previously implanted endologix graft and two palmaz stents near the supra-renal component of the device in the aorta and the physician had difficulty advancing the delivery catheter in this area.

Manufacturer narrative:
Addition h6: method code 2. Addition gore engineering performed an engineering evaluation per incoming information. Per the evaluation, without a physical sample to evaluate, the physician¿s observation that after the gore® trunk-ipsilateral endoprosthesis was deployed and the delivery catheter was retracted through a dryseal sheath, it was noticed that the olive was not attached, could not be confirmed. It was not also possible to confirm the physician¿s observation that after angiogram, the olive tip was observed, remaining inside the patient on the guidewire. However, these observations are consistent with the reported difficulty advancing the delivery catheter in an extreme tortuosity and angulation area, where an endologix® graft and two palmaz® stents had been previously implanted. The likely cause for the reported detached olive could not be determined with the available information. Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and re-intervention.